Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted the suction tubing was kinked. The tubing was readjusted.

Event description:
The hospital reported suction was not functioning as expected. There was no report of patient involvement.